Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with error code 500:320:658 was confirmed during product evaluation. The root cause of the reported problem was determined to be defective uim (user interface module) keypad. Appropriate action was taken to correct the reported problem by replacing the uim keypad.

Event description:
The facility representative reported a colleague infusion pump with error code 500:320:658. Upon review of the event history log, a baxter technician found that error code 500:320:658 interrupted delivery. There was no report of patient involvement, injury, or medical intervention related to this event. This device is a colleague pump with a user interface module software version of 5.08.92. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.